Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; brand name - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; date explanted - unknown; the article was written by hjorth, et al ; acta orthopaedica 2014; 85 (4): 355¿362 ¿ a 5-year radiostereometric study of 49 hips; 510k number - unknown; manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, "no association between serum metal ions and implant fixation in large-head metal-on-metal total hip arthroplasty" which assessed the stability of large head mom implants and investigated whether migration was more extensive in patients with elevated serum metal ion levels. The study was conducted over a period of five (5) years and followed forty-one (41) patients who were implanted with large head mom total hips between august 2006 and october 2007. The mechanism of failure of metal-on-metal (mom) total hip arthroplasty (tha) has been related to a high rate of metal wear debris, which is partly generated from the head-trunnion interface. However, it is not known whether implant fixation is affected by metal wear debris. The journal article reports that five (5) patients had migrated femoral stems, but the serum metal ion levels were below the recommended threshold level. The journal article further reports that four (4) patients had migrated acetabular cups and there was no difference in serum metal ion levels than in patients who did not have migrated cups. The authors concluded that these patients had serum metal ion levels similar to those of patients without measurable migrations, and they were pain-free. Metal wear debris does not appear to influence the fixation of hip components in large-head mom articulations at medium-term follow-up.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This report is to address only one event of the article. Complaint description, patient/ device codes, evaluation codes, manufacturer narrative. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "no association between serum metal ions and implant fixation in large-head metal-on-metal total hip arthroplasty". Five (5) asymptomatic patients were identified with stem migrations (tt) above the detection limit (range 0.68¿0.97 mm), post primary tha. No stems were revised and these measurable migrations were clinically small. There has been no further information provided. All other events will be reported in individual records which will be linked to the parent record.